Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that the patient was supposed to be getting a new ins because they had issues with their current ins. When asked, the patient said it was mostly charging issues, and said that the ins battery wouldn't hold its charge for very long. The patient gave the event date as maybe 2 years ago, and said the ins replacement process wasn't progressing as fast as they hoped. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.